Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. The device did not pass through a previously-deployed stent. It was reported that during delivery of the device to the lesion stent dislodgement occurred. The stent was removed using a snare. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
The stent was not present on the balloon. The dislodged stent returned attached to a snare. Deformation was evident to the stent wraps with the struts appearing stretched and bunched. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.